Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device failed morphology template test. Programming changes were recommended.

Event description:
New information received indicates that programming changes were made. The physiologist was able to collect a template using the original md algorithm.